Event description:
Hospital in us called us sales rep to report that a caregiver on 10 west was accidentally stuck after sticking the patient, when the needle did not retract. They did not save the lancet in question, it went into the sharps. The floor manager said they did not know the lot number of the lancet because they empty the lancets from the box they come in and put into a purple holder bin and then discard the box.